Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported a button error on his insulin pump. Customer's blood glucose is 362 mg/dl. He declined troubleshooting for high blood glucose. He sated he was high because he ate breakfast. He treated with the device and it alarmed motor error. He only delivered part of a bolus delivery before alarming motor error. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. He is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer declined to return his insulin pump because it was out of warranty. Nothing further reported.